Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. There was no indication that the device caused or contributed to an adverse event. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that the display screen was dim and discolored. The display screen was removed and a test display was inserted, and the contrast returned to normal. Unrelated to the display issue, investigation revealed that the keypad was torn and peeling from the base at the up arrow keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner¿s booklet instructs the user to call animas customer service if the user suspects that the product is damaged. All keypad buttons were found to be responsive. There was evidence of contamination found under all key contacts. The keypad flex was also observed to be peeling off from the base. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).